Manufacturer narrative:
Inspected 1 opened/used sensor and performed continuity resistance test and sensor failed test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have experienced blood glucose versus sensor glucose differences with threshold suspend and that the sensor is not reading accurately. The customer indicated that the sensor glucose was 40 mg/dl and blood glucose was 170 mg/dl. Customer was advised that the sensor would be replaced and to return the sensor for analysis. Customer declined troubleshooting.